Event description:
It was reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found circuit boards and cables in the wrong connectors, an incorrect type of x-ray tube, and the calibration data missing. The fse replaced the high voltage cable, replaced the x-ray tube, adjusted the power supply voltages, reloaded calibration data, and reseated circuit boards and connectors. The system operates as intended.